Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: device manufacture date-device manufacture date: (B)(6)2016.

Manufacturer narrative:
This record is being submitted late as part of a retrospective review per (B)(4) complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event, inspected the instrument confirming the failures. The fse checked cable connections and cleaned bf wash probe 4 lead screw, but error continues to be present. Fse replaced z sensor and cable for bf wash probe 4. Instrument is operating as expected with no further errors. The customer ran quality controls and patient samples with no errors. The analyzer was operating as designed. The probable cause of this event was a failure of the b/f wash probe 4 motor cable. A 13 month service history and complaint history review was performed for aia-2000st analyzer serial number (B)(4) from (B)(6) 2016 to (B)(6) 2017. There were no other similar complaints identified during the search period. The aia-2000 operator's manual, under appendix 4: error messages states: b/f probe 4 home overrun cause : the home sensor activated improperly after movement of b/f probe 4. Operation is suspended. Solution : contact tosoh service center or local representatives.

Event description:
The customer reported receiving an error 4473 (b/f probe 4 home over-run) with the aia-2000 instrument. Customer tried troubleshooting by rebooting the analyzer. Tss (technical support specialist) advised the customer to check the b/f wash probe and do the bg check. Customer reported that the wash probe 4 is in the down position and will not move up with the all set home, displaying the same error. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth, e2, and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.